Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported the touchscreen is not functioning. The service technician confirmed the reported issue. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The service technician replaced the touchscreen to resolve the reported issue.